Event description:
It was reported that a spectrum iq pump infused antibiotic therapy at a slower rate than what was prescribed/intended. The pump was initially programmed to deliver 100ml antibiotics over an hour. The infusion was checked an hour later and the fluid was mostly not delivered. The device was reprogrammed and the nurse returned an hour later to find the fluid volume was only reduced by half when it was expected to be all gone. It appeared that some fluid was flowing, but not the correct amount. This happed 2-3 times. During treatment, the nurse did inspect the infusion lines and did not see a visual reason why they fluid would not have been flowing correctly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.